Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the physician was planning on implanting the lead on the left bundle branch area. On the first attempt, lead perforated the interventricular septum. On the second attempt, the lead did not reach the desired left bundle branch area and capture was not achieved. The physician believed there was tissue surrounding the exposed helix from when the lead penetrated the septum, which led to the difficulty implanting the lead. A new lead was successfully implanted. It was noted that the patient was older and had soft interventricular tissue which could be an explanation for the ease of perforation. The lead was attempted and not implanted. It is not expected to be returned for analysis. The patient was noted to be fine and no additional adverse patient effects were reported.